Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath tip had been bent and the dilator had been punctured at the distal end. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the puncture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator puncture remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming punctured sheath.